Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway at zmc. The reported problem (service code 110) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be sent when the investigation is complete. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code 110 - over voltage cleared no energy.